Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. To resolve the reported error 281, the fse replaced the surgeon side console armrest harness. The system was tested and verified as ready for use. The affected part surgeon side console armrest harness involved with this complaint is a field scrap item and will not be returning to isi for further investigation. System log review was performed. Per the review, the following was confirmed: a urology procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: due to the reoccurring error, the surgeon converted to another surgeon side console in order to complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system displayed an error 281. However, the customer did not contact intuitive surgical. Inc, (is) technical support engineer (tse) until after the procedure was completed. The tse could not confirm the error as the system was already powered off. The biomedical engineer indicated the surgery was completed using the other surgeon side console (ssc) of the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was checked upon powering up. It powered on initially without errors and no issues were noted during set up. No info on how long the procedure had been in progress when the issue occurred. No patient data was available.